Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawers not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 2.1 and 2.2 failed to detect on bus. The field service engineer (fse) resolved the issue by reseating the drawer cables and tested them for functionality. The system functioned as intended after the field service engineer troubleshot the device.